Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the prime/compromised force sensor system test, rewind test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the top rim of the reservoir compartment has partially broken off. Customer stated the reservoir still locks in place. The customer¿s blood glucose level was unknown at the time of the call but mentioned experiencing hypoglycemia and treated with glucose tablets. Customer declined troubleshooting for low reading. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.